Manufacturer narrative:
This device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited labile pace impedance measurements between normal and high values. A revision procedure was performed wherein the ICD and rv lead were explanted; the patient's right atrial (ra) lead was also explanted electively. The patient was not reimplanted but will undergo screening for potential implant of a subcutaneous ICD system on a later date. No adverse patient effects were reported.